Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of the device that had not connected to network were not confirmed during laboratory testing, however, during the log review the error code was observed. Laboratory tests confirmed the appropriate functioning, as well as good conditions of the pcb and the connectivity of the board with the network. The wireless network card of the suspect pcu was not returned to the investigation. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event is on 07oct2025, and the time was not reported. A review of the logs showed that error code 600.6835 (configuration failure) occurred two (2) times on (B)(6) 2025 and another two (2) times on (B)(6) 2025. No active infusion was programmed on the day of the reported event. The pcu was turned on, and the network communication error code appeared. This event is repeated every time the pcu was turned on and after 2-3 minutes the device was turned off. During the inspection of the suspect pcu exhibited that the battery was observed as third party part; this incidental finding has a date code: 09/24 on (B)(6) 2024). Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The alaris pcu system error states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had not connecting to network. Troubleshot with tech support but did not resolve. Was suggested to return for repair. There was no patient involvement.